Event description:
It was reported the rigid video scope had a loose charged coupled device and it was possible to see part of the tube in the image. The issue occurred in the preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure is cause traced to failure to follow instructions. The most probable cause of the complaint is due to the r-unit is broken and therefore the image is cut off and the inner tube neck of the insertion section has corrosion and therefore the parts are not dis-/reassemble, it is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a loose charged coupled device and it was possible to see part of the tube in the image. The issue occurred in the preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.